Event description:
International affiliate reports that the product was used for the closing of the right atrium. After tying knot, the dr handed the suture to the nurse, then found there was no needle attached. They looked for the needle but couldn't find it. The dr decided that the needle didn't remain in the pt's body and closed the chest. When x-rays were taken to verify that te needle didn't remain in the operating room after the procedure, it was cardiac apex. The dr opened the pt's chest and removed the needle. There was no adverse consequence to the pt.